Manufacturer narrative:
The nh3l2 ammonia lot number was 541298. The investigation did not identify a product problem. The cause of the event could not be determined. A general reagent problem could be ruled out as the calibration and quality control data were acceptable.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
There was an allegation of a questionable nh3l2 ammonia result for one patient sample from the cobas 6000 c501 module. The initial result was 146.9 mol/l and the repeat results were 225.3 mol/l and 153.8 mol/l. The questionable result was not reported outside of the laboratory. The reagent lot number and expiration date were requested but were not provided.